Manufacturer narrative:
Additional information was received that there was also noise on the right atrial (ra) lead. The noise was reproducible with maneuvers. However, all other electrical measurements were within normal limits. The physician suspected a double lead fracture. The patient has been scheduled for a procedure at a different hospital to explant and replace both the rv and ra leads. No additional information is available regarding the replacement of the leads as the patient was sent to a hospital that is not followed by boston scientific.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing, which resulted in pacing inhibition for approximately one second. The patient is pacemaker dependent and reported symptoms of dizziness. All other electrical measurements were within normal limits. Noise was not able to be reproduced with maneuvers. An rv lead fracture was suspected.